Manufacturer narrative:
The tibial insert was visually and dimensionally inspected as received. A review of the device history record found that no discrepancies were reported during manufacture. The info provided and the examination results, although not conclusive in the absence of the event baseplate, suggest that this event is not device related but rather is associated with intra-operative expectations.

Event description:
The tibial insert and baseplate did not fit at the anterior side. There was no adverse consequence to the pt due to this event or delay in surgical or anesthesia time.